Manufacturer narrative:
The analysis showed that the wire conductor in the ring electrode was broken approx 9 cm distally from the connector pin. This damage is the reason for the clinical complaint. The relevant mfg procedures were examined during the analysis. No deviation during the mfg procedures were found. The crimping of the rope in the immediate vicinity of the breaking point was free of errors. In summary, the clinical complaint was caused by a broken lead.

Event description:
Ous MDR - it was reported that the pacing impedance was too high. We have no info about the date of implantation. The device was explanted on (B)(6)2009. No worsening of the pt's state of health was reported.